Manufacturer narrative:
This is follow up 1 to MDR 3009051471-2025-00025. Since the initial report, ctl amedica's engineering team completed the evaluation of the device on 11/13/2025. Complete surgical details and imaging from original and revision cases were not provided. Pre-revision image shows a severe scoliotic curvature with full and partial rod slippages. When spine reverts toward its natural curvature, generates forces that exceed the set screws clamping forces. With incomplete rod seating or partial contact, set screw loosening is expected. The root cause is most consistent with the rod being bent by the surgeon during revision to match the existing anatomical curve. The investigation findings and conclusion codes in section h6 have been updated for this report from the initial report.

Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report due to all information not being provided yet to ctl by the reporter. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation. Note: this report is related to report 3009051471-2025-00024 (incident involved two devices).

Event description:
The surgeon did a revision case on (B)(6) 2025 for a patient who had the subject parts implants on (B)(6) 2025. The subject parts had to be morved as they had come off the housing. The surgeon removed the set screws and replaced them along with the rods (no issue with the rod).